Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) was showing an over temperature message on screen. Users swappedout console to continue treatment without issue. Fse identified a long listing of gas loss alarms in the logs, leading to the over temperature incident. Fse was unable to replicate user complaint upon initially testing unit with testing catheter and trainer without issue.there was no patient harm and injury reported.

Manufacturer narrative:
Due to characterization limit e1 . Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).